Event description:
Patient reported, the infusion device stopped working in the middle of a bolus delivery. Patient reported becoming promptly aware of the issue. Patient stated no influence on his health. No further information was provided. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.